Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were stuck and unresponsive. Customer also reported scratches on their display and buttons. The customer stated their insulin pump was functional and they were able to read the insulin pump's screen. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip. No scratches on keypad overlay noted.